Manufacturer narrative:
The investigation is ongoing. The investigation results will be submitted in a follow-up report.

Event description:
It was reported that due to a fault with the circlip the ac2000 arm, which is part of the sola surgical light system, fell down a short time after installation and damaged a bed positioned below the ac2000. Patients or other persons were not involved.